Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Perfomed testing, and no occlusions or air bubbles were noted. Checked the o-rings/stopper groove for anomalies and none were found. No leaks or air bubbles were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose level was unknown. The customer stated that he had issues with the reservoir leaking while changing the set. The customer stated that the leak is past the second o-ring. The customer was advised that tilting the plunger during the filling process can force a leak path. The customer was also advised that pulling the plunger during the filling process a force a leak path. The customer was advised that the leak could be an air bubble in the reservoir that is expanding during filling. The customer will return the reservoir for analysis. The customer will be sent replacement reservoirs.